Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response with appropriate spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not confirm nor duplicate the alleged keypad malfunction. Unrelated to the original keypad complaint, the battery compartment was noted to be cracked at the opening of the battery chamber and extending down beneath the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).